Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, following intraocular les (iol implant procedure, the posterior capsular rupture occurred when I/a performing after the iol was inserted into the capsule bag. The lens was replaced and the procedure was completed fixing the sclera. The lens was cut in half in the eye and removed it. Additional information was requested.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case inside the opened carton. Viscoelastic was dried on the lens. One haptic was torn in the gusset area. No other damage observed. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. Information stated the pc tear occurred during the irrigation/aspiration (I/a) after the lens was implanted. A malfunction was not indicated against the iol. The lens was cut in half in the eye and removed it. Based on the evaluation of the returned lens, the translated description of "the lens was cut in half in the eye and removed it" was referring to the damage to the one haptic to remove the lens from the eye. There have been no other complaints in this lot.